Manufacturer narrative:
Three lots were reported to have malfunctioned during this procedure: n8a115 (MFR date: 01/2008; exp. Date: 01/31/2013), and n8b05 (MFR date: 02/2008; exp. Date: 02/28/2013).

Event description:
Procedure type: lap nissen fundoplication with graft reinforcement repair of hiatal hernia. According to the reporter: the scrub tech loaded device with needle, and handed it to the surgeon, who then applied it to tissue. The surgeon said "the needle was bending and popping out" of the device.